Event description:
It was reported that during the implant procedure, the right atrial lead was placed into the superior vena cava but was not positioned in the atrium. The right atrial lead was taken out of the patient because the physician was having difficulty positioning the right ventricular lead. When the right atrial lead was removed, the helix was noted to be out. A new right atrial lead was used. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).